Event description:
It was reported that crosstalk related oversensing resulting in loss of pacing was observed on the device. As a result the patient experienced syncope. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.